Event description:
No report of serious injury / harm to patient or user. No report of indirect harm. No report of hospitalisation - intial or stay prolonged by 1 day or more. No report of serious injury, disability or permanent impairment. Not reported as life threatening. N0 death reported. Not reported as requiring intervention to prevent permanent damage. This report is subsequent to the customer report to the FDA and our report dated 5th august 2025 ref 3006061749-2025-00028. "Spot checking conducted found 3 of 5 blades tested failed with 2 not lighting and 1 dim."

Manufacturer narrative:
No report of serious injury / harm to patient or user. No indirect harm was reported. No report of hospitalization - initial or stay prolonged by 1 day or more. No report of serious injury, disability or permanent impairment. Not reported as life-threatening. No death reported. Reported as requiring intervention to prevent permanent damage. This is a report in response to the initial report submitted to the FDA by the complainant mw5171679 and to the report we submitted on the 5th august 2025 3006061749-2025-00028.